Manufacturer narrative:
A2: age at time of event: the age of the patient was less than "one month old". D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified unit (at least one) of light sensitive drug set leaked at the point where the clear line meets the light sensitive part of the line. The lines have been leaking after passing through the pump, resulting in significant air bubbles. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.